Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
On 1st april, the sales rep received a call from the customer saying the items were not cutting as well as they should. The sales rep added that the surgeon has agreed to re-sterilize the original devices and use these as a backup for the current trays. The sales rep further reported that whilst this issue was noticed during several procedures, there were no adverse consequences for any pts. The sales rep added that all the procedures were completed successfully with the surgeon continuing to use the reported devices, although this did lead to a delay of approx 5 to 10 minutes in each case. The sales rep will be coming back to me regarding details of the hospital's cleaning and sterilization parameters.